Event description:
It was reported that bd the following information was provided by the initial reporter, translated from chinese to english: at 9:29 on (B)(6) 2024, the nurse fixed the needle and drew arterial blood from the 17-bed patient. When an arterial blood sample is drawn, blood flows from the connection between the needle and syringe. Sufficient amount is withdrawn and sent immediately. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Bd has received information: there has been a confirmation of the material number that changes the this complaint to a different complaint handling unit/platform. This MDR is cancelled.